Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results showed that one ecr60g reload was received unfired, with the pan bent and detached on the right proximal side. Additionally the cartridge deck was noted to be indented. No functional test could be performed due to the condition of the cartridge. While no conclusion could be reached on what caused the pan to bend and dislodge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, during loading, the scrub tech noticed the metal backing of the cartridge coming off of the cartridge causing some of the drivers to slip out. They did not load the device and opened a new cartridge which worked well. They did not use on patient, opened a new device. There were no patient consequences.